Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value treated with pump and low blood glucose value of 30 mg/dl treated with carbohydrates. Reportedly, the pump was exposed to insulin because the reservoir leaked past first st ring. No delivery, low battery, blank display and battery out limit were also reported. Customer declined to troubleshoot for their blood glucose levels. The device is expected to be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No insulin smell or moisture damage on keypads, motor, vibrator, battery tube, reservoir tube or electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.